Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/23/2015 and discovered that the retic mix chamber had overflowed due to tubing that was incorrectly routed to port #4 at valve vl250 (retic drain) on the retic mix chamber. The fse replaced the tubing through vl250 resolving the reported leak. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported approximately 30 ml of clear fluid leaked from under a unicel dxh 800 coulter cellular analysis system during startup; the leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.